Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. During troubleshooting with technical support, it was determined that the wake button was operating as intended and the cause of the high bg was unknown.